Event description:
A customer reported that a system had a footswitch failure before a procedure. The procedure was cancelled. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is ain progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).